Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "brushing" and tyndall effect are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of "brushing" and tyndall effect as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Coloration or discolouration of the injection area."

Event description:
Healthcare professional reported patient received a cheek treatment to points 1, 2, and 3 of the 8 point lift with juvederm voluma with lidocaine. At the time of injection there was "brushing." One month later patient developed "tyndall effect visible in area of injection." No medical or surgical intervention noted. Symptoms are ongoing.